Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. However, media analysis was provided, and it was possible to confirm that the pouch of the device opened. The device history review (DHR) confirmed that the device met all material, assembly and performance specifications. The device did not return for proper analysis; therefore, the root cause cannot be determined. Since the investigation findings do not lead to a clear conclusion about the cause of the reported event, an investigation conclusion code of cause not established was selected as the most probable cause for the complaint.

Event description:
It was reported that during the procedure, the bottom of the sterile packaging was not sealed. The procedure was completed with another device with no patient complications.